Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the patient found that the cvc returned blood at 11:00 on september 13, 2022, and there was fluid leakage at the q-syte joint between the pump tube and the cvc. Later, the q-syte was found to be leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the patient found that the cvc returned blood at 11:00 on (B)(6) 2022, and there was fluid leakage at the q-syte joint between the pump tube and the cvc. Later, the q-syte was found to be leaking.